Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two shocks in one episode and one shock in two different episodes, all of them related to a possible ventricular tachycardia (vt). According to the information provided, the patient was in atrial fibrillation and remained in that rhythm post shocks. Atrial undersensing was also identified. The patient has not been taking the medication that was advised for rhythm control. Device reprogramming and av node ablation were recommended. No additional adverse patient effects were reported. The device remains in service. At this time, there is not enough information to discard the episodes were related to atrial drive rhythms.